Event description:
Hamilton medical ag received the following event description: "tf 5507 during vent set up".

Manufacturer narrative:
Sensor board was replaced. Software test and function tests were performed; all passed.

Manufacturer narrative:
Sensor board was replaced. Software test and function tests were performed; all passed. Additional information added in follow-up #1 cer 109878. Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during set up of the ventilator with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description: "tf 5507 during vent set up ".